Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
During a follow up call with a peritoneal dialysis nurse it was reported the patient went for a CT scan on (B)(6) 2015 to help identify abdominal pain. The initial CT scan was negative for a hernia but additional clinical study suggested an inguinal hernia which was scheduled for repair on (B)(6) /2015. There was no hospitalization for abdominal pain or hernia. The patient was using the liberty cycler as his modality. The patient has been transitioned from peritoneal dialysis to hemodialysis. CT scan results were requested.